Event description:
It was reported that during a laparoscopic cholecystectomy procedure; ¿the clips were not well formed.¿ the vessels were not clamped. Procedure was completed using same like device. There were no adverse consequences for the patient reported. Device will be returned.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what do you mean with ¿clips were not well trained¿? -the clips were not well formed. The legs were crossed! Why are you returning two devices? Did both instruments fail? -it happened with both which firing did this occur on? - all did anything unexpected happen prior to this incident? No. Was the clip fully advanced into the jaws? According to the nurse, yes. Did the procedure drive the need to apply torque or twisting of the device? No. What vessel was the device fired on? Please specify the size of the vessel? Cystic artery were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? Yes, out of the patient the analysis results found that the er320 device (b) was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported.